Event description:
It was reported that after 2 minutes and 30 seconds of activation, the core wire on a recanalization catheter broke while the device was being used to treat a cto in the anterior tibia. The catheter was removed in its entirety without incident. Upon removal it was found that the core wire within the catheter had broken near the tip. A guide wire was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the user facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with complainant information, but not reported. All other required information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwk0397. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event. See scanned page. Section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.